Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station's hard drive had reached its storage limit. A field service technician remoted into the station and freed up 29gb of disk space to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia cabinet unexpectedly stopped responding when users attempted to dispense medication. The customer forced a device shut down and after 7 minutes of installing operating system updates, the device was functional again. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, d9, g2, g6, h2, h6, h11 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 24-(B)(6) 2021 to (B)(6) 2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was bloated which caused issue. The field service engineer freed up 29 giga bytes of disk space to resolve the issue. The system functioned as intended after the information technology team troubleshot the issue.

Event description:
It was reported by the customer that a pyxis anesthesia cabinet unexpectedly stopped responding and was getting stuck on reboot with microsoft logo with a circular thinking symbol, when users attempted to dispense medication. The customer forced a device shut down and after 7 minutes of installing operating system updates, the device was functional again. No other information was released regarding the event. There were no adverse events or injuries reported based on this event.